Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was black and would not display anything even though the pump could still be turned on and off. Reportedly, the black screen blocked images and text. Customer's blood glucose was 190 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.